Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an unrelated procedure, the physician dislodged the pacemaker dependent patient's atrial lead. Upon device interrogation post-surgery, loss of capture and loss of sensing were observed on the atrial channel. The device was programmed to vvi mode. The physician elected to explant the lead and the patient was stable following.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.